Event description:
The vascular access system was implanted in the right chest with the catheter in the hepatic artery to treat cancer of the liver. After two months of implant, redness and swelling of the implant site was found after infusion of chemotherapy agents. Contrast media was later injected and a leak in the catheter was detected about four to five centimeters distal from the portal. Necrosis in the right breast area was noted. The device has not been explanted.